Event description:
It was reported that the microbore catheter extension set would not flush. This occurred during the priming of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was returned to baxter healthcare for evaluation. Visual inspection was performed with no defects noted. Functional testing and clear passage testing were performed and both failed due to blockage between the parts. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.